Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm 37 months ago. The aortic neck was conical in shape. It was reported that the aneurysm had shrunk to 3.4 cm; however, the stent graft had migrated 2.5 cm distally and it was positioned horizontal to the aortic neck. This was attributed to dilatation of the aortic neck to 2.6 - 2.7 cm from disease progression and there was a proximal type 1 endoleak present. Two 28 mm aneurx aortic cuffs were successfully implanted to build the stent graft up into the aortic neck. There was still a small proximal type 1 endoleak that appeared to seal above the aneurysm. No further intervention has been performed and the patient is scheduled for a follow-up CT, then the decision will be made whether to intervene again. No additional clinical sequelae were reported.

Manufacturer narrative:
.